Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had no sensor signal. It was reported that the sensor was removed and no electrode was visible. It was reported that the senor was changed and the new one is functioning well. The customer's blood glucose level was reported to be 79.2mg/dl. It was reported that the sensor had thrown the sensor box away. It was reported that the sensor would be replaced.